Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Product remains implanted

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The reported event could not be confirmed. It is possible that foreign material may have altered the sound of the speaker, however, no foreign material was observed. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "low sound" are most often attributed to a faulty speaker. The most likely root cause is a faulty speaker.

Event description:
It was reported that the alarms from the controller are extremely quiet and "do not create the necessary attention". The facility elected to exchange the controller. The patient reportedly tolerated the controller exchange with no ill effects. The device will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of the events.